Event description:
During an atrial flutter ablation procedure, a cardiac tamponade occurred. While ablating the cavotricuspid isthmus the patient became hypotensive. An echocardiogram revealed the pericardial effusion at the lateral wall of the right atrium. The patient was monitored and remained in stable condition with no intervention required. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The cause of the reported cardiac tamponade may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.